Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative step, adjusted mainframe +vcc and reseated pcbs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 9800 system closed down by itself and reboot was required to restore operation. No patient injury was reported.